Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es had missed followup to patient's inquiry. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was missed in list. A technical support specialist (tss) evaluated patient cases in collaboration with the customer, carefully reviewing the details and technical aspects of each case. Communicated the findings for specific cases, ensuring clarity and accuracy in the information relayed. One of the tickets was deferred, with the agreement that it would be revisited once the customer returned. A follow up was raised requesting resolution but no further information was available.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es had missed followup to patient 's inquiry. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.